Event description:
Country of complaint: (B)(6). Needle detach from thread.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 9 unopened pouches. There is one previous complaint of this code/batch. There is one previous complaint of this code/batch. There are no units in OEM stock. There are no units in OEM stock. The received samples were tested and did not conform to the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: the OEM has initiated improvement actions.